Event description:
An endurant stent graft system was implanted in a patient for the treatment of a 7.6 cm abdominal aortic aneurysm approximately 13 months ago. The aortic neck was 20mm in diameter at the level of the renal arteries and for 2cm below the renal arteries the aortic neck was 21mm in diameter. It was reported that until a recent CT the aneurysm sac had remained stable at 7.9 cm x 7.4 cm. An angiogram from approximately three weeks ago revealed that the aneurysm sac has enlarged to 8.8 cm x 7.8 cm. There is also large type ii endoleak from a lumbar artery originating just infrarenal and filled other lumbar arteries, however, there was no contrast visible in the aneurysm sac. No other endoleak could be detected. The noted lumbar artery was coil embolized and flow occlusion was achieved. It was noted in post review that the bifurcated stent graft had migrated distally 3mm. An endurant (B)(4) aortic cuff was implanted approximately one week ago. No additional clinical sequelae were reported and the patient is fine. Review of 2 single still angio images (unknown dates) show the stent graft approximately 6mm below the stented left renal artery. The suprarenal stent pins are at the approximate level of the right renal artery. It could not be determined if the stent graft had migrated (the implanted stent graft position is unknown) and no endoleak was visible.

Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results: inherent risk of procedure (stent migration). Patient's condition affected effectiveness of device (type ii endoleak). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak).